Manufacturer narrative:
Section d1: model name corrected. Section e1: (B)(6), japan. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 product information added. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient experienced worsening of the driveline (dl) exit site after returning to school. It was noted that the heartmate 3 (hm3), which does not require a pump pocket, had become increasingly used in pediatric patients with smaller body sizes. At the institution, eight pediatric patients were managed with implantable ventricular assist devices (I-vads). While I-vads allow patients to live at home, dl site infections are not uncommon. When severe, dl infections require hospitalization, which in pediatric patients can lead to setbacks such as academic delays, reduced motivation, and impaired social development. Through outpatient intervention involved changes in dl fixation and lifestyle guidance and home management was successfully maintained. The patient was in early adolescence with arrhythmogenic right ventricular cardiomyopathy underwent fontan surgery and hm3 implantation with body surface area (bsa0: 1.31m². I-vad support duration: 300 days. After a stable post-discharge course, the patient returned to school with appropriate accommodations. As their school attendance gradually increased, deterioration of the dl exit site was observed. The intervention was conducted with informed consent from the patient and her guardian, in accordance with institutional guidelines. Due to concerns that increased activity and postural changes after school reentry contributed to dl site deterioration, a school environment assessment was conducted. Postural guidance using the actual desks and chairs at school, as well as instructions on bag placement and dl management, were provided before school reentry. At the institution, abdominal binders were used for pediatric dl fixation to prevent posture-related issues due to unpredictable movements and weak core strength. In this case, the dl site worsened due to binder displacement during physical activity. Since the patient was unable to adjust the binder herself during school hours, the dl fixation method was modified to suit her needs. In addition to outpatient monitoring, daily life assessments were conducted by having the family photograph the dl site at home. Close communication with the mother, who performed daily disinfection, allowed for timely adjustments in fixation, resulting in improvement of the dl site and continuation of school attendance. Providing guidance on dl care, posture, and positioning within the patient¿s environment is essential for maintaining a healthy dl site. Sharing this information not only with the patient but also with caregivers and school staff contributes to a safer environment. Understanding the patient¿s daily activities and concerns is key to identifying factors contributing to dl site deterioration. When activity levels change, close coordination and timely revision of fixation methods are necessary. Providing specific lifestyle guidance and nursing interventions tailored to daily activities and schedules after school reentry can be effective in preventing dl site deterioration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.